Manufacturer narrative:
No 011-ch3657-10 product samples, videos, or photographs were returned for investigation. The device history report (DHR) was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Manufacturer narrative:
A product from the same lot is available from the customer and has not been received.

Event description:
The event involved a customer allegation of an amber transfer set with chemoclave spike that disconnected from the extension of the tubing during the administration of chemotherapy. There was leakage and the patient, his partner and the operator were exposed to chemo drugs. There was unspecified adverse operator consequences, but no medical or surgical interventions were required. The product was changed out and replaced with no further problems encountered.